Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging that the patient has alleged of black foam particulate in the device. There was no serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not yet been returned for evaluation.

Manufacturer narrative:
Repair evaluation information was received on 03/24/2022 and section h11 should be reported as: the manufacturer received information from customer in reference to a rep dreamstation auto CPAP with an alleging that the patient has alleged of black foam particulate in the device. There was no serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service centre, the device was visually inspected and found evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service centre. There was zero error code found and unit passed final test. In box h: device eval. By mfg, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated. In box d: device serviced by 3rdp, device avail. For eval and date returned has been updated. In box h: remedial action init and recall (z) number was corrected. In box d: product brand name was corrected.